Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer would randomly shut down and sometimes would not turn back on. It was indicated that a circuit board was not seated correctly. The board was reseated and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer would randomly shut down and sometimes would not turn back on. The programmer was returned for service. No patient complications have been reported as a result of this event.